Event description:
It was reported the procedure was being performed in theatre 4 ari. During the operation one of the lumens became detached. Updated information provided by teleflex (B)(4) on (B)(6) 2013. It was reported the catheter was inserted into the patient's neck. The 18 gauge lumen became detached from the block (blue plastic hub) allowing the blood to backflow from the patient. This lumen was being used to give the patient drugs and fluid. Blood was found on the patient's pillow and was difficult to quantify but patient was stable. On (B)(6) 2013 - follow up information states the catheter was being placed into the patient's right internal jugular vein. The catheter was being used when they found one of the lumens became detached. When this occurred they noticed the patient was bleeding onto the pillow. As a result, the catheter was exchanged for the patient. There was a delay in treatment and no patient death or medical intervention was reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.